Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. On post op xray a screw was noted in the soft tissues. Upon inspection the calcar planer used during that surgery was missing one of the two screws which holds the blade on. No planned intervention at this time. Attempts were made to obtain additional information; however ,none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed via xray review. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible heterotopic ossification along the greater trochanter of the right hip. Screw within the soft tissues lateral to the right pelvis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.